Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and off no power. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with normal operating currents. Also passed self-test, the rewind, basic occlusion, prime or compromised force sensor system and displacement test. However, the device received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. No unexpected battery power lost alarm noted. The motor may have had an intermittent failure that was not detected during our testing. Motor was tested outside the device and passed.